Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. A filter was found to be contaminated and was replaced to address the issue.